Event description:
The device was returned from customer for svc with the report of "failure air in line not clearing." The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.